Event description:
It was reported that following a completed pulsed field ablation case, the patient experienced a cerebral infarction with aphasia that recovered the following day. No intervention was performed. Hospitalization was extended one week. It was unknown if the infarction cause was embolic or atheromatous. It was surmised to be unlikely caused by the catheter however, two consecutive applications were performed at the same sit of the carina and ridge and a temperature increase was suggested. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 10fcc13 (0012910747); product type: 0629-flexcath sheath; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.